Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Device remains implanted and no images were provided. Therefore, direct product analysis was not possible. The cause for the reported compression could not be established with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2021, the patient underwent a thoracoabdominal branch endoprosthesis (tambe) endovascular procedure to treat an aortic aneurysm using a 7 mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the right renal artery side branch most proximal within the portal. On (B)(6) 2023, during a 24 month follow-up, computed tomography angiography (cta) imaging was performed. Device ovalization of the right renal artery side branch component within the aorta just distal to the portal gold ring was observed. On (B)(6) 2024, during the 36 months follow up, cta was performed and device ovalization of the right renal artery side branch component within the aorta just distal to the portal gold ring was observed again. Additionally, there was a wire fracture of the tambe aortic component (case (B)(4)) and ovalization of the vbx device in the celiac artery (case (B)(4)) observed. Reportedly, all branch devices were noted as patent and there were no vbx device wire fractures reported. The study patient is asymptomatic and no intervention was reported.